Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 480 mg/dl. Treatment for high blood glucose was unknown. The customer was not using auto mode feature at the time of event. Customer feel ok to troubleshoot for high blood glucose. The insulin pump will not be returned for further analysis.